Event description:
It was reported that the user¿s dexcom g6 pairing and warmup did not complete, resulting in the ilet displaying ¿connect cgm or enter bg¿ and dosing stopped, after the caregiver stopped the sensor and attempted to re-pair during the warmup; education was provided that a stopped sensor cannot be restarted and that the dosing-stopped alert will remain until the full warmup completes. Symptoms included elevated blood glucose up to 192 mg/dl for approximately two hours without reported clinical sequelae. Outcomes included no alerts sustained for over 90 minutes above threshold, no ketone testing, no medical intervention, no assistance required, and no hospitalization. Investigation included complaint intake, user interview, and troubleshooting with education on correct sensor warmup and pairing procedure. Investigation of this case revealed user handling during sensor warmup and premature sensor stop as the cause of the pairing failure and dosing interruption associated with the cgm communication state. It was concluded, based on previously established findings for similar reports, that the cause was user error related to operational sequence during cgm sensor warmup and pairing.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.